Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve. Precaution: do not reinfuse blood to reduce risk of blood leakage from rear (cap) of syringe. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe (ars) during use on the patient. The spring wire guide was found kinked. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe (ars) during use on the patient. The spring wire guide was found kinked. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).